Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog & does not attach/detach on lot # 6348543. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra-fine¿ original pen needle was unable to deliver insulin. The following information was provided by the initial reporter: material no. 320880, batch no. 6348543. It was reported that non patient end of pen needle would not fit on pen and no insulin would flow during injection. Pr 970146 records issue of clog on a known occurrence date of (B)(6) 2019. Verbatim: item 320880 consumer feels the non patient end not fitting into the pen, making it clog during injection. Yesterday took her home visit doctor 3 times to find a pen needle that would work with kwik pen. Consumer is home bound with house doctor visits. Has vision and hand issues. Not able to view the non patient end. Consumer mail order company is sending resupply to her today or tomorrow. Doctor is sending a script to her local pharmacy and called this consumer to inform. Discarded items. Consumer is reusing her pen needles.